Manufacturer narrative:
Olympus keymed investigation completed. Exact root cause undeterminable. Probable causes are supplied component defect (securing cable clamp or inlet socket), assembly error (clamping screws are insufficiently tightened) or (with higher probability) user error (in that repeated movement of the workstation while connected to the wall supply were performed - pulling the cable through it's retaining clamp). In any of the above cases, maintenance activity would have been expected to detect and rectify pre-failure conditions.

Event description:
Loose contact at the mains connection of the mains cable at the maj-1648 isolating transformer. If the mains cable is slightly wobbled, the power supply is interrupted. The defect occurred during the procedure.

Manufacturer narrative:
Olympus keymed will further investigate the cause of the issue.